Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that aspiration was lost. A 2.4mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in the left superficial femoral artery (sfa). The device stopped aspirating during the procedure. An embolization occurred but they were able to "resolve most of the problem." No further patient complications were reported.